Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer had high blood glucose and was not sure if the basal insulin was delivered. The customer blood glucose level was 469 mg/dl. The customer was assisted with troubleshooting. Customer states they changed the infusion set, cannula was slightly bent and customer gave the correction through bolus, blood glucose started to fall down. The device will not be returned for analysis.